Event description:
The hcp reports via outcomes registry the patient presented with additional pain, including new bilateral leg pain, and was "crankier then usual." The hcp was unable to aspirate fluid. A kink or occlusion was suspected. The catheter was replaced in 2006. During the surgery a granuloma was confirmed. The therapy was abandoned. The drug used in the pump was morphine sulfate 50.0 mg/ml; 17.999 mg/day. The patient recovered without sequela.